Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose (bg) level of 380 mg/dl. Reportedly, there was no insulin seen being expelled from the cartridge tubing. Customer delivered a correction bolus to address bg, and tandem technical support instructed customer to change cartridge in order to resolve issue.